Manufacturer narrative:
Trend data has been downloaded from the customer's safety net system. The investigation is still in progress.

Event description:
It was reported that a patient passed away while being monitored on the safety net system. The user facility indicated that there were no audible alarms.